Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a partially fractured main tube at the distal end. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact. Components adjacent to this broken main tube show damage which may indicate potential mishandling. Additionally, the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The complaint regarding the instrument became locked in a bent position was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wrist became locked in a bent position, which then did not allow for the instrument to be removed from the patient through the trocar. The trocar with the instrument still in it, were safely removed from patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I was not made aware of any pieces left inside the patient, so, no I do not believe anything broke off inside of the patient. The instrument became locked in a bent position and would not straighten to come back up through the trocar, so the assisting surgeon had to remove the trocar with the instrument still in it. No bigger incision was necessary and no additional ports were added.